Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2023. H.6. Investigation summary: a complaint of a cracked drip chamber was received from the customer. A sample was returned for investigation. The defect of cracked drip chamber was confirmed. There was a crack at the top of the chamber where it connects to the spike. Tubing was also damaged and seemed as if it was cut. Potential lots were found using the smart site ids on the set. The device history review was completed with these potential lots. A device history record review for model 2420-0007 lot number 22066147 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22066207 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22066208 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22066276 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The manufacturing process was reviewed to determine potential root causes. This defect was not found to be related to the manufacturing process. The supplier of this component was notified of the defect. An investigation was performed where the device history review for the component was completed. Four different assembly machines were used for the potential lots and no indication of damage was recorded for the component lots. No deviations were detected during batch review of the suspected lots. Due to the crack on the sample involving the pvc chamber and spike wall, it was determined that the crack was generated after assembly. Other scratches were noted on the drip chamber that are caused during assembly, by the machine pinching the chamber for too long. After investigation, it was determined that this defect could not have caused over-infusion. Samples were reviewed with all involved personnel at the supplier to extend the information and to prevent the defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were cracks. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the drip chamber had a crack. A crack on the drip chamber -yes, it¿s a crack on the body and top spike cap.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were cracks. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the drip chamber had a crack. A crack on the drip chamber? -yes, it¿s a crack on the body and top spike cap.

Manufacturer narrative:
Date of event is unknown. Awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.